Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient was is in the ER for a possible stroke. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. There have been no reports of further complications regarding this event.